Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during the manual prime. The event also occured after the set change. The blood glucose reading was 302 mg/dl. The customer will use their spare insulin pump. The mother did not want to change the insulin before she asked the md. Nothing further reported.